Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) USA alleging that their onetouch ping meter was reading inaccurately high compared to two other meters. The complaint was classified based on the customer care advocate (cca) documentation. The patient stated that the alleged inaccuracy occurred at 9pm on (B)(6) 2015. At this time the patient obtained a blood glucose result of "480mg/dl" with the subject meter and "238mg/dl" on a onetouch ultramini meter and "2288mg/dl" on a freestyle meter within 30 minutes of each other. The patient manages their diabetes with insulin pump therapy and continued to take their usual dosage of insulin in response to the alleged inaccuracy. The patient stated that 3 hours after the issue occurred they experienced the symptom of "nauseous". In response to this symptom the patient self-treated by taking an unspecified dosage of humalog insulin an unknown period of time later. The patient also obtained a further blood glucose reading of "204mg/dl" on a onetouch ultramini meter at 2am on (B)(6) 2015. At the time of troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. The patient did not have any control solution available to walk through a control solution test. The patient's products were replaced and requested for evaluation. Based on the information provided, there is no indication the meter issue caused and/or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor did they receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Follow-up # 1 the lay user/patients test strips and meter have been returned and evaluated by lifescan product analysis with the following findings: the test strip passed all testing with no faults found. The reported issue could not be confirmed. However, a secondary issue was noted; the test strips were found to have results below range when tested with control solution. The meter passed all testing with no faults found. The reported issue could not be confirmed. A secondary meter issue was also noted; the meter was found to have a faded display. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.